Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;returned test strips produced lo reading. Black chemistry observed. The root cause is black chemistry due to improper storage. Base on the returned test strips are found defected the complaint is reportable.

Event description:
Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Customer feels tired. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2016 produced result of e-5 after blood sample applied to test strip. Test strip lot manufacturer's expiration date is 8/14/2016 and open vial date is more than 4 months.